Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report a discordant depressed result for androstendione (and) and discordant elevated results for insulin-like growth factor binding protein-3 (igfbp-3) and insulin-like growth factor 1 (igf-1) obtained on immulite 2000 xpi, sn: (B)(6). Siemens is investigating the issue.

Event description:
The customer reported a discordant depressed result for androstendione (and) and discordant elevated results for insulin-like growth factor binding protein-3 (igfbp-3) and insulin-like growth factor 1 (igf-1). Results were obtained on one instrument for five (5) patient samples. The initial erroneous results obtained on immulite 2000 xpi, sn: (B)(6) were not reported to the physician(s). The same samples were repeated on alternate immulite 2000 xpi instruments (sn: (B)(6) and considered correct. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.